Event description:
It was reported that the pt expired. The cause of death was not reported. The pt's diagnoses included metastatic colon cancer. The pt was in hospice at the time of death. The report indicated that the death was unrelated to the implanted device. The pt was last seen by the physician in 2008. The pump was used to deliver hydromorphone 5.0 mg/ml with a rate of 3.5mg/day. The pump also contained bupivacaine 40 mg/ml: compounded baclofen 200 mcg/ml and clonidine 200 mcg/ml. The infusion rate was 0.7ml.